Event description:
Surgeon was closing the port site with carter thomason and the hand piece broke while it was in the patient. It was taken out under direct visualization and no further damage was done by the defective device.